Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/04/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The shaft of the harvesting device was observed to be bent at the point below the base of the jaws. A mechanical evaluation was conducted. The blue toggle of the harvesting device was manipulated to open and close the jaws. The jaws would not open or close upon manipulation of the toggle. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent shaft" as well as "mechanical problem- jaws" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000295392 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. The end of the device broke and the jaws would not open to function correctly. Nothing fell into the incision site. A new device was opened and the case was completed with no issues. No procedural delay. No harm to patient.